Event description:
It is reported that the provisional fractured during use.

Manufacturer narrative:
Eval summary: this event may be a result of (but not limited to): excessive tightening of the polar screw during assembly. Material becoming brittle due to cleaning/autoclave process. Device fatigue due to usage over time. Accidental dropping of the provisional. Attempts to remove the provisional with the screw installed. Impaction during assembly. In this case, the surgery details, cleaning/autoclave process, and device usage history are unknown; therefore, the exact cause cannot be determined. The device was returned for analysis. As returned, it was confirmed that material had fractured off from around the polar hole. The pieces that fractured off were not returned. This product has a potential field age of approximately 4 years. The device history records were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications.